Event description:
Customer reports to have gone to the emergency room on (B)(6), 2014 with blood glucose of over 600 mg/dl. Customer was at the emergency room due to high blood glucose. Customer was in the emergency room for a couple of hours was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and insulin pump passes self test. Customer was advised to monitor insulin pump and that infusion sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.